Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that her blood glucose is high and that she almost passed out. Customer's blood glucose reading was 131 mg/dl. Customer stated that the keys are hard to press and that she refused to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to flattened button dome switches. The connector on the lcd board was inspected, and no anomaly was noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to no esc or act button response. Moisture damage was found on the electronic and motor assemblies. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.